Manufacturer narrative:
This is a known issue for which a report of correction has already been sent to FDA.

Event description:
It was reported that the ventilator had an air valve leak during device check. In addition, without starting ventilation or turning on the ventilator, oxygen gas was leaking out the bottom of the ventilator when connected to gas sources. There was no reported patient involvement.